Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate deliver accuracy tests and showed the device was within manufacturing specification for delivery accuracy. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump's accuracy was 15% off during testing. No adverse effects were reported.